Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgeon feel that the staple was dragged from the staple line of the second firing? The surgeon does not know. Could the staple have been dragged when crossing staple lines (migratory crotch staple from crossing the first staple line)? Yes. Were the device jaws rinsed and the anvil wiped between firings? Yes. What was the brand/type of buttressing being used? Seam guard. In conclusion, based on the photo evidence of the subject plee60a device, the event description that a staple was dragged and the tissue cut looked rough can be confirmed.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the second firing with a black or green reload with buttressing was being used with the device. The surgeon noticed a staple appeared to have been dragged by the blade and was not the expected b-form shape. The cut line appeared rough, as though the staple was dragged along the tissue and the staple was not an unformed goalpost shape. A photograph of the staple line was taken. The surgeon continued to use the stapler for the remainder of the procedure. There were no adverse consequences to the patient reported.